Event description:
It was reported the patient experienced an infection with symptoms of fever, redness, swelling, drainage, pain, and an incisional wound opening. The primary location of the infection was the device pocket and catheter track. It was unknown if a culture was obtained. The patient was treated with IV antibiotics. The system was explanted and later replaced on (B) (6) 2009. The infection resolved. The patient was managed at the hospital and at home for drug withdrawal symptoms with oxycontin.

Manufacturer narrative:
(B) (4).